Manufacturer narrative:
As the case at hand is a legal claim it is not suspected that the devices or additional information are being submitted for review. Zimmer (B)(4) legal department have already passed all information that was received from the lawyer, to our complaint handling department. By experience zimmer (B)(4) never gets more information except for the one that has been already covered in the final report. Patients¿ advocates only provide to zimmer (B)(4) as much information as they are willing to share to protect the rights of their clients. All information which has been provided for this particular case is already covered in the final report. Nevertheless, should additional information become available to us, a follow up report will be submitted. A technical investigation was not possible to be performed, as the device(s) were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: implantation surgery was on (B)(6) 2015. Patient alleges that one or more components were subject to a recall. However, specific recall allegations and how they impacted his need for a revision surgery were not provided. Revision was on (B)(6) 2016. Reason for revision surgery was due to patient experiencing pain and loss of function secondary to loosening of the femoral component. (Loosening of the femoral stem is treated in cmp-(B)(4) zimmer inc. (B)(4)). Review of received data: no x-rays or pictures showing the ceramic head were available for the investigation. Implantation surgery report dated, (B)(6) 2015: procedure: right tha operation: zimmer devices implanted. No abnormalities. Revision surgery report, dated (B)(6) 2016: pre-op diagnostics: loosening of prosthetic hip indications: significant hip pain and loss of function secondary to loosening of the femoral component operation: chronic appearing synovitis observed around the trochanteric bursa. No evidence of bony on growth on the stem. Acetabular component was stable and removed it some bone loss. All the components were revised. No other significant observations regarding the surgical report. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. This specific product was not part of a recall. Therefore, patient's assumption cannot be confirmed. Root cause analysis pain cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will re-evaluated. However, all possible causes related to the issues reported are listed in dfmea. Conclusion summary: patient was revised due to the significant pain and loosening of the tha. Revision surgery showed that the femoral stem was loosened. Therefore the biolox ceramic head most likely is not involved in the loosening event. In terms of the pain the patient experienced, it can not be related to a single failure mode. This specific product was not part of a recall. Therefore, patient's assumption cannot be confirmed. Based on the given information, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive explanted devices for review. Medical records were received and will be reviewed within the investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient received a biolox delta ceramic femoral head, m, 40/0, taper 12/14 on (B)(6) 2015 and underwent a revision surgery on (B)(6) 2016 due to loosening of the femoral component. Note. This is a split case with zimmer inc., (B)(4).